Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a hip surgery, a vapr® vue¿ generator device was not able to detect the arctic wand device. According to the report, there was no issue with the arctic wind attachment but the problem was with a cool pulse 90. It was reported that the consumer rebooted and tried again with a new wand. It was reported that to finish the procedure, a p-50 wand was used but there was a surgical delay of 30 minutes. The consumer further reported that it was very obvious that there was a connection issue at the plug insertion point on the generator. It was reported that considering that the arctic and cool pulse 90 have different plug configurations such that it was affecting one but not the other. It looks like the wind connector needs to be replaced. The consumer wondered if the female connector was the culprit of the issue. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: subsequent follow-up with the customer, additional information was received. It was reported that the generator was returned using the provided return label. The vap our wind was discarded. The issue was not the arctic. It was the plug attachment on the generator side. The arctic worked fine. The cp 90 only worked when the plug was jiggled around and held in a specific position. Thus, indicating it was not a one issue, but the plug on the generator side. The reason why one worked and the other didn¿t, is because they both have different plug configurations. The cp 90 is a new wand that the customer is trying, so this underlying issue was not noticed until now.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.